Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient exhibited an early elective replacement indicator - eri on their pacemaker. The physician explanted and replaced the device. No patient condition post-procedure was reported.

Manufacturer narrative:
Analysis was normal. No anomalies were found.